Event description:
The facility reported an ipump with an upstream occlusion alarm. This event occurred during patient use and stopped the patient infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The device has not yet been received in baxter. A follow-up report will be submitted when the device has been received, and the evaluation has been completed.